Event description:
Reporter alleged blood glucose readings were 39/278/314 mg/dl and went to the doctor due to the erratic readings. It was reported the dr meter read 141 mg/dl compared to the customer's meter readings of 89/278/70 mg/dl. No treatment was reportedly received as a result. A request has been made for the return of the suspect device and replacement product was sent.